Event description:
Patient reports to ER with peri prosthetic fracture of the left hip which was done a few weeks prior. The surgeon decided to operate and place a dall miles cables, a new stem and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is 65 inches in height. An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient reports to ER with peri prosthetic fracture of the left hip which was done a few weeks prior. The surgeon decided to operate and place a dall miles cables, a new stem and head.